Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was a broken driven ground and main battery wires in the trunk cable were damaged and unable to connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an belt and reported the ecgs were non-functional